Event description:
It was reported that this left ventricular (lv) lead was causing phrenic never stimulation (pns). During lead revision, appropriate threshold measurements could not be obtained, so it was decided to explant the lead and replace it. No additional adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that this left ventricular (lv) was causing phrenic never stimulation (pns). During lead revision, appropriate threshold measurements could not be obtained, so it was decided to explant the lead and replace it. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.